Event description:
Split PICC just under skin at 35cm.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time, for eval. A lot history review (lhr) of rexf1846 showed no other similar product complaint(s) from this lot number.